Manufacturer narrative:
Product has been requested but not yet received. Based on all available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A consumer reported being hospitalized due to having a corneal ulcer on their right eye. The consumer initially was seen by a pharmacist who provided brolene to use for two weeks and the infection seemed to have cleared after the two weeks. However the issue reoccurred and the consumer visited the emergency room with complaints of redness, watering and pain in the right eye. The consumer also had nausea and a headache. The consumer was diagnosed with a likely infective corneal ulcer and hypopyon. It was very small so no scrape was done. The consumer was prescribed cyclopentolate 1%, exocin .3% and fluorometholone .1%. Consumer was seen two days later for contact lens related corneal infiltrate. Two weeks later, the consumer felt their right eye was back to normal and had no issues. The doctor confirmed that the cornea has healed. The doctor confirmed that the consumer could discontinue use of the exocin drops and continue use of the fml drops, 2-3 times a day for one more week. It was recommended that the consumer change from a monthly lens to a daily lens.

Manufacturer narrative:
This event occurred in the united kingdom where this device has been voluntary recalled. The device involved in this voluntary recall has not been distributed in the us. An evaluation was performed on the returned product and concluded that the product met all specifications. The review of the manufacturing process, quality systems, and product characteristic, and analysis of adverse events, complaints and problems supports the products are safe and performing within anticipated rates. Based on all available information, no causal factors can be determined and no conclusion can be drawn.